Manufacturer narrative:
Device has been returned and edwards is currently evaluating for any deficiencies.

Event description:
It was reported that "it (the intravascular shunt) was found during use that excessive the amount of adhesive was applied on the shaft where the tether was attached and became like a lump."

Manufacturer narrative:
Evaluation: the customer reported that there was a big point of glue on the device was confirmed. An excessive use of adhesive appeared in the middle of the shunt shaft the defect was confirmed, and a manufacturing defect was confirmed. The root cause is that excess adhesive was added to the shunt during the manufacturing of the device. A supplier and edwards¿s corrective action have been open and are currently under investigation. A product recall has been initiated. The device use aligned with the intended use of the design. The labeling and IFU contain adequate warnings a product recall has been initiated due to these complaints. The lot history was reviewed, and there were no related ncrs. Trends will continue to be monitored through edwards¿s quality systems.